Event description:
It was reported that during the procedure, one screw passed through the plate, and a yellow ring came out the plate. The surgeon indicated that the surgical technique was followed including use of appropriate instruments. A second plate from the set was used to complete the procedure.